Manufacturer narrative:
Date sent: 10/24/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy, the clip jumped out. Another device was used to complete the case. There were no adverse consequences to the pt.